Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains with patient.

Event description:
It was reported that the patient was listed as 1a due to bad aortic insufficiency and increasing shortness of breath.  On (B)(6), the patient was transplanted and on (B)(6), the patient expired. There was no additional information provided at this time.

Manufacturer narrative:
After further review of additional information received have been updated accordingly: while there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to the death following transplantation. According to the information provided, the patient had worsening symptoms of aortic insufficiency and was listed as status on transplant list. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.